Manufacturer narrative:
(B)(4). The device is currently shipping from user facility to (B)(4) for investigation. A follow-up report will be provided when the examination results are available.

Event description:
As reported by the user facility ((B)(4)): deviating volume/ product: "patient was receiving continous infusion drug and the forward end of the infusion by approximately 7 hours".

Manufacturer narrative:
(B)(4). Result of examination performed by our sales organisation in (B)(4): the sample infused for 24 hours without interruption. The sample did not present any fault and infusing continued as scheduled. The reported failure was not detected.